Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient missing from stations on the stations cjobhsp1 and cjobhsp2 and was unable to recover. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4)¿ es station patient not showing a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was missing from stations. A technical support specialist dialed into the server, confirmed the patient was active and admitted, confirmed patient unit matches unit and area supported by cjobhsp1, dialed into device, confirmed patient was showing, called pharmacy to have user go to device to confirm patient was showing, and followed up with pharmacy, walked through process to reconcile temp visit to adt visit. The system functioned as intended after the technical support specialist troubleshot the device.